Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the controller ( (B)(6) ) was not returned for evaluation. Log file analysis revealed a controller power up with an associated motor start event was logged on 10/aug/2023 at 13:00:04. Analysis of the event log file revealed that various settings, including the date/time, pump speed, and patient ID, were set leading up to the controller power-up event, indicating that the power up event occurred during a controller exchange. Review of the event log file revealed an additional controller power up with an associated motor start event was logged on 10/aug/2023 at 19:37:30, indicating a loss of power to the controller. The controller was without power for 11 seconds. The data log files covering the power up events were not available for analysis. As a result, the reported event was confirmed. A possible root cause of the initial loss of power can be attributed to a controller exchange. A possible root cause of the second loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited an unexpected loss of power. The controller remains in use. No patient complications have been reported as a result of this event.